Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating was peeled off. The target lesion was located in the calcified anterior tibial artery. A 200cm, 8cm v-18 control wire was advanced to the lesion. When the device was removed from the patient, it was noticed that the radio opaque coating had almost completely detached from the wire. The peeled off coating was still intact and it was attached at the tip of the wire by a very small part. The procedure was completed using a 014" non-bsc guidewire. No patient complications were reported.